Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the number "8" graphic in the pump display was missing while selecting carbs option. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer performed a pump reset to resolve the issue.